Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It has been reported that while in the cath lab the pump alarmed "leakage". Additional information received on (B)(6) 2016: after insertion of the iab catheter and starting of the iabp the pumped alerted "leakage". The pump (sn (B)(4)) was removed and sent to service. Iab-pump alarmed with a "leakage" alert and no pressure could be built up. Due to this the customer informed mipm to check the used pump since the assumed that there was an issue with the pump and not with iab-catheter. After checking the pump mipm confirmed there is no issue with the pump and they are assumed that the iab-catheter was defective. (During the service the pump was found to be ok.) The therapy was performed without the iabp - the patient was treated with catecholamines. Customer confirmed that there are no further details available. The patient was transferred to another hospital. The iab was inserted via the patient's right femoral artery using the teflon sheath. There was a delay in therapy however no harm was caused to the patient. The patient outcome is listed as okay.

Manufacturer narrative:
(B)(4) no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It has been reported that while in the cath lab the pump alarmed "leakage". Additional information received on 8/19/2016: after insertion of the iab catheter and starting of the iabp the pumped alerted "leakage". The pump (sn (B)(4)) was removed and sent to service. Iab-pump alarmed with a "leakage" alert and no pressure could be built up. Due to this the customer informed mipm to check the used pump since the assumed that there was an issue with the pump and not with iab-catheter. After checking the pump mipm confirmed there is no issue with the pump and they are assumed that the iab-catheter was defective. (During the service the pump was found to be ok.) The therapy was performed without the iabp - the patient was treated with catecholamines. Customer confirmed that there are no further details available. The patient was transferred to another hospital. The iab was inserted via the patient's right femoral artery using the teflon sheath. There was a delay in therapy however no harm was caused to the patient. The patient outcome is listed as okay.